Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during a normal follow up the remaining battery of this cardiac resynchronization therapy defibrillator (crt-d) was 1.5 years; after 3 months, this crt-d reached elective replacement indicator (eri). This device was then successfully explanted and replaced. No additional patient effect were reported. This device is not expected to be return as it was discarded.